Event description:
During a procedure, the proximal hub of the product came off the shaft. There was no injury to pt. The product was clinically used but is not available to be returned. Additional details of the event are not available. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.